Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer alleged possible under delivery on insulin pump. Customer experienced high blood glucose of 250 mg/dl to 350 mg/dl. Customer treated with boluses for high blood glucose. Customer stated that automode was not active during high blood glucose event. Customer stated that insulin exited at quick release. Insulin pump will not be returned for analysis.